Manufacturer narrative:
H4: device manufactured on may 28, 2022- may 29, 2022. H10: the device was received for evaluation containing fluid inside the bladder. A visual inspection via the naked eye was done which observed drug precipitate inside the bladder. When the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer. Force prime was attempted to revive flow, but flow was still not observed. The tubing line was subsequently cut to drain the drug fluid out of the bladder. When the tubing line was cut, very slow drips of drug fluid was observed dripping out of the cut tubing line which indicated drug precipitate had mostly occluded the fluid path within the tubing line. When the flow restrictor was examined, evidence of drug precipitate was also observed blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. The reported condition was verified. The cause of the reported condition of no flow due to drug precipitate was determined to be user related. The product label, instructions for use, indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor does not start to work; the blue lock has been opened normally. This was discovered during preparation. There was no patient involvement. No additional information is available.